Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. Part of device remains in the patient; device not considered implanted/explanted during the initial procedure on (B)(6) 2017. Device is not expected to return for investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4)., a copy is attached. The only information contained in this report is correction or additional information. It was reported that a patient had open reduction internal fixation (orif) of the left 5th metatarsal on (B)(6) 2017. The first 4.5 mm screw that was implanted broke into two pieces inside the metatarsal. The physician retrieved half of the screw without any difficulty and the other half was retained inside the metatarsal. An additional 6.5 mm screw was placed through the fracture site to gain reduction. The patient was discharged home with follow up planned in 2-3 weeks. The procedure was successfully completed with no reported surgical delay. No additional medical intervention was required to complete the procedure. No unanticipated x-rays were taken. Concomitant parts : unknown screwdriver (unknown part and lot number, unknown quantity). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.